Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial numbers, the manufacturing dates cannot be determined. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported the device battery voltage decreased rapidly due to 100 percent pacing for all three chambers and a high pacing threshold for the right ventricular (rv) and left ventricular (lv) leads. The device battery was at elective replacement indicator prematurely. The device was explanted and replaced. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.